Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a 2nd blue sureform 60 reload to perform failure analysis. Note: refer to medwatch report (MDR) with MFR report #2955842-2025-35542 for MDR submission of the stapling issue involving the 1st blue sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, fabric was pushed when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, a partial staple fire occurred. This issue occurred with two blue sureform 60 reloads from the same batch. No fragments fell inside the patient. The issue caused a delay of less than 15 minutes. It is unclear if any tissue was damaged due to the customer reported issue and if any medical/surgical intervention was rendered.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: a review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The log review showed that all 15 of 15 attempted stapler fires across the three instruments used were successful. There were no incomplete clamps, partial fires, engagement failures or unclamp failures. All firings were completed with no pauses for compression. There were no stapler related errors in the logs. The sureform 60 stapler instrument (part #480460-09, lot #k12250207-0225) failed to initialize on the last four installs of its use, after six successful fires, and was not used again.

Event description:
Refer to h11 for follow-up information.